Manufacturer narrative:
Exemption number e2015058. All three pad-pak's were manufactured as part of a lot of (B)(4) on the 15th may 2016. The DHR states that all pad-pak's were tested on the 17th may 2016 with no recorded fails. All three pad-pak's were measured and tested upon return to heartsine. All three were found to have blown fuses. Information obtained from the distributor indicates all three pad-pak's were installed in the same device (B)(4). This device was returned to heartsine for investigation under (B)(4) and found to have a failed component. This resulted in a short circuit and subsequently the fuse of the installed pad-pak to be blown.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. New out of box pad-paks will not work in known working pad units.